Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise that resulted in automatic mode switching (ams) and pacemaker mediated tachycardia (pmt). The pmt episodes could not be viewed in the device storage. The device was reprogrammed to resolve the event and the patient was stable.